Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was in symptomatic ventricular tachycardia (vt) and the device did not treat it. Afterward, attempts at interrogation were unsuccessful and tones could not be obtained with a magnet. It was further reported that the device was pacing the patient at 110 bpm.